Manufacturer narrative:
According to the customer, the end-user is experiencing new "pressure sores" due to "sinking down into the middle of the mattress" causing him to "feel the bed frame". The customer reported they do not have the end-user's information, and therefore cannot provide any additional information. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the end-user is experiencing new "pressure sores" due to "sinking down into the middle of the mattress" causing him to "feel the bed frame".